Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a week after the implant, the patient was seen in the emergency department with continued complaint of back and chest pain that was severe and shortness of breath. The patient was admitted to the hospital and testing showed a small pericardial effusion. The patient was given pain medication and the left ventricular outputs were decreased to reduce pain. It was noted that after leaving the hospital three days later, the patient had a possible recurrence of pericarditis and started with a course of pain medications again. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.